Event description:
It was reported that during a colonic stenting procedure, sheath damage occurred. The lesion was located in the sigmoid colon. The wallflex enteral colonic 30/25 x 12 stent delivery sys (sds) was advanced to the lesion, however, upon deploying the stent the sheath buckled. The sds was removed and the procedure was aborted for unspecified reasons. The pt returned for a second stenting procedure three days later. The pt's status is reported as "well".

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.